Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. A procedure form received on (B)(6) 2017 due to se.nsing portion turned off d/t t-wave oversensing (dual coil quattro rv lead). The physician was dr. (B)(6) at (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).